Manufacturer narrative:
It was reported the device involved in the event will not be returned for evaluation. (B)(4).

Event description:
Coiling treatment of an aorta fistula. During procedure, it was reported that the coil prematurely detached within the catheter. No patient injury reported.

Manufacturer narrative:
Correction made: not (B)(4) should be- (B)(4). No testing methods performed. (B)(4).